Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the light guide lens adhesive was peeling off. This creates the potential of a gap through which dirt can enter the inside of the lens. Other observations for the device are: the forceps elevator wire is cut inside. There are scratches on the tip cover. The bending angle is insufficient and play of the angle knob is out of the normal state due to the elongation of the angle wire. There are scratches and wrinkles on the insertion tube. The distal end rubber coating (a-rubber) adhesive is missing. There is deformation of the air/water nozzle due to collision of the tip. Electrical connector has presence of water. Scratches are found on the operation part, insertion part corrugated tube oredome, switch box, operation unit, up/down (u/d) and right/left knobs, u/d and r/l angle fixing lever, grip, universal cord, and scope connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device that was inspected upon return and found to have forceps elevator wire broken. There is no harm reported to any patient or persons. The device was sent to the service center for evaluation and repair. Upon evaluation of the returned device, it was observed that the light guide (lg) lens adhesive was peeling off. This creates the potential of a gap through which dirt can enter the inside of the lens. This medwatch is being submitted for the reportable issue of the peeling of the lg lens adhesive as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the adhesive of the light guide lens peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.